Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, moderately tortuous, 70% stenosed anatomy at the aortic arch resulted in the reported failure to advance to the lesion. It is likely that interaction with anatomy and/or inadvertent manipulation of the device caused the distal sheath to retract from the base of the tip, resulting in the stent prematurely deploying. As reported, a snare was used to retrieve the stent and the procedure was completed with balloon dilatation. Manipulation of the compromised stent during removal through the anatomy likely resulted in the reported break and reported material deformation of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the biliary tract vasculature with moderate calcification, moderate tortuosity and 70% stenosis. The 6x40 mm absolute pro self expanding stent system (sess) failed to advance to the lesion due to the anatomy at the aortic arch. The stent was noted to break and have prematurely deployed from the delivery system, seen on angiography. A snare was used to retrieve the stent and the procedure was completed with balloon dilatation. No additional information was provided.